Event description:
It was reported that a spectrum pump turned off. This occurred upon device power up in the maternity department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "issue of turn off" was not reproduced. A review of the event history log revealed a single 'improper shutdown!' Message. This message displays the next time the pump is powered on after all power sources to the pump were lost, and cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.